Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope tip accumulated blood on it and made the image darker. The issue occurred during a totally extraperitoneal procedure. The procedure was completed with a back up olympus device. There were no reports of patient harm.